Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A 56-year-old male has been treated for cardiomyopathy / cardiogenic shock. For hemodynamic support, the patient received an impella 5.5 cardiac pump. On day 10, the device stopped and could not be restarted. After removal, the impeller of the device has been found coagulated. The stopped impella 5.5 has successfully replaced with a new impella 5.5 device. The patient has been stable afterwards.

Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the pump stop was biomaterial. The failure mode will be monitored and trended.